Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user and caregiver believed a cartridge was stuck in the ilet and attempted removal with tweezers, then reported the cartridge would not advance during a fill; subsequent review of photos and guided troubleshooting determined there was no cartridge in the chamber and they had been pulling on the piston instead, after which a supervised set change confirmed normal operation and insulin delivery. Symptoms included no adverse clinical effects and no reported changes in blood glucose. Outcomes included continued therapy using backup insulin until normal operation was confirmed, with no medical intervention or hospitalization. Investigation included remote assessment, image review, and live guidance through a supply change. Investigation of this case revealed user handling error and misidentification of the piston as the cartridge, with no device malfunction identified during guided operation. It was concluded, based on previously established findings for similar reports, that the cause was use error.